Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the customer and the results of the legal manufacturer's final investigation. The device was not returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause linked to device but unable to trace more specifically this was initially reported as a serious injury, however, based on additional information there is no indication that the device caused or contributed to patient harm. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was also received from the customer which indicated that the physician did not ask for reexamination and no further intervention would be necessary.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the white resin part of the clip was lost, suction was applied during the therapeutic colonoscopy polypectomy hemostasis under sedation that was completed using the same device. Additional information has been requested, however, no information has been received at this time. No further patient harm was reported.